Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - (B)(6) 2009; (B)(6) 2011. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and or excessive, unusual and/or awkward movement and/or activity.¿ number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that clinical patient underwent bilateral initial hip arthroplasties on (B)(6) 1995. Subsequently, patient was revised on both sides on (B)(6) 1995 due to dislocations. Patient was revised on an unknown side on (B)(6) 2009 due to unknown reasons. Patient underwent another left revision on (B)(6) 2009 due to cup migration. Furthermore, patient underwent a right revision on (B)(6) 2011 due to aseptic loosening, poly wear, and debris. No further information has been provided.